Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt inratio: 2.1, doctor inratio: 1.8; pt inratio: 2.0, doctor inratio: 1.8; pt inratio: 1.8, doctor inratio: 1.8. Pt compared two different inratio meters using the same strip lot number. Tests done within minutes of each other.

Manufacturer narrative:
Investigation pending.